Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon and also found that as the result of a component analysis of the subject foreign objects, the component of the white foreign object was polymethyl pentene and the component of the brown foreign object was cellulose and protein. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, polymethyl pentene, which was a component of the subject white foreign object, was a plastic used in medical devices such as syringes, and also used in the cap of the water supply connector, so omsc surmised that the white foreign object was attributed to the invasion of a part of the damaged cap of the water supply connector. On the other hand, omsc could not conclusively determined the exact cause of the origin of the subject brown foreign object. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the air/water nozzle was clogged with white foreign object and brown foreign object. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.